Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump were unresponsive and that the issue was not resolved with a battery change. The insulin pump casing was cracked in the battery compartment on the outside. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.